Manufacturer narrative:
Method: device history review and device inspection. Results: the returned device was inspected and confirmed to be fractured at the interface between the thinner and thicker portion of the shaft. Device history review indicated no relevant manufacturing issues were identified. Conclusion: due to the multifactorial nature of the event, the root cause could not be determined conclusively.

Event description:
It was reported that; surgeon was inserting a xia 3 8.5mm x 90mm polyaxial closed head iliac screw with the 1-piece iliac driver and the inner shaft broke in half; using with the xia 3 power adaptor. The surgeon then used 2 piece iliac driver in the set with a ratchet t-handle and the inner shaft also broke. He tried to use a rod and blocker to "helicopter" the screw out, but was unable to remove or advance the screw further. The screw was left in about 10mm proud.

Event description:
It was reported that; surgeon was inserting a xia 3 8.5mm x 90mm polyaxial closed head iliac screw with the 1-piece iliac driver and the inner shaft broke in half; using with the xia 3 power adaptor. The surgeon then used 2 piece iliac driver in the set with a ratchet t-handle and the inner shaft also broke. He tried to use a rod and blocker to "helicopter" the screw out, but was unable to remove or advance the screw further. The screw was left in about 10mm proud.